Manufacturer narrative:
Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found multiple pump error 25 alarm on 10/10/2025 from 02:00:00.000 until 18:00:00.000. The pump passed the active current test. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out the internal battery confirms the pump error 68, 49, 23 after battery change, and high sleep current measurement is isolated to the internal battery. The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case and pillowing keypad overlay during the visual inspection. Pump error 68, 49, 23 alarm and high sleep current measurement confirmed during testing and pump error 25 alarm found multiple times in the pump history, problem isolated to the internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 alarm [this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running]. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error alarm. Customer was able to clear alarm and complete rewind, but troubleshooting did not resolved the issue. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned.